Event description:
It was reported that a catheter dye study was performed due to reported loss of therapy for an unknown length of time. The patient experienced less than 50% therapy relief. There were no volume discrepancies. During the dye study a catheter fracture of the distal segment was noted. Catheter revision was recommended but not yet performed. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported no further intervention had been scheduled as of the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).